Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has requested additional information. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that a set of defibrillator pads were placed on the patient, but the monitor did not display any rhythm. Another monitor was attached to the defibrillator pads and there continued to be no rhythm displayed on the new monitor. A second set of defibrillator pads were placed on the patient and a rhythm was detected. There were no problems with the monitor; it was checked by clinical engineering. The patient did not require defibrillation but the first set of electrodes did not detect rhythm.